Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 214483805 was returned and analyzed. The mapping catheter shaft and tip/ loop section was intact with no apparent issues. The reported packaging issue could not be investigated as the products were not returned in their original package. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the packaging envelope was observed to be damaged. It was noted that a corner of the package was already unsealed, suspecting a sterility issue. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.